Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the event was most likely caused by an incorrect intra-operative technique.

Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.